Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient felt paresthesia on the left side even when they shut off the battery. The only time they do not feel paresthesia on the left side was when the battery got extremely low. This occurred during normal use. No actions or troubleshooting was performed at the time of the report. The issue was not resolved. There was not a planned or performed surgical intervention. No further complications were reported. (B)(6) 2018-(B)(4): additional information was received from the consumer 2018-08-24. It was reported the patient had not charged the stimulator in over a year and was overdischarged. The patient stated he felt tingling in the left leg even when the stimulator was off, so he let the ins deplete. The patient did not want a physician mode recharge (pmr) done. It was further reported that the cause of the patient feeling stimulation event after the device was turned off had not been determined. No further complications were reported/anticipated.